Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) sodium, potassium and chloride on their dxc 700 au clinical chemistry analyzer. The low results were released out of the laboratory and were questioned by the doctors. The customer then repeated the patient samples with normal results and amended later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the buffer valves, ise reference valve, and dispenser control board (pcba) and performed firmware to boards to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).